Event description:
It was reported by the rep that when (1) atg45 was used during an unk procedure, although the normal steps to fire were observed, lockout engaged. Opened another device to complete the case with no consequence to pt.